Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report #(B)(4). In a follow up with the facility, the nurse stated that she could not remember the date of the event but was most likely the last day of infusion activity. The pump was returned and the reported complaint was not confirmed. The pump ran for 24 hours with no alarms or interruptions. The correct functioning of audible and visual pump alarms was confirmed. Log review confirms da 1222 alarms on (B)(6) 2015 and (B)(6) 2016. Visual inspection upon receipt of the pump revealed the protection cap had been removed and was not present. Per the service manual, it should be noted that the absence of the associated protection cap on the pump can disrupt an optical sensor located in the drive head during extreme exposure to sunlight. It is crucial that during out door transportation where extreme sunlight might arise that the protection caps are not removed. Based upon the results of the investigation, the pump operated as intended. This event is attributed to use error.

Event description:
As reported by the user facility: customer reports that a note was left on the pump and sent to biomed note stated that the pump malfunctioned during transportation, large movement caused it to malfunction and the clinician would have to reset the nurse called back and stated that the pump "shut off with no alarm" and that the pump was in use at the time. No patient injury. She was not able to recall what rate or medication, she denied patient injury, and no error code was noted on the pump.